Event description:
As reported via the (B)(4) study, a patient experienced peri-stent aneurysm eight months after the index procedure. At the time of the index procedure, lesions in the proximal, mid and distal right coronary artery (rca) were treated. The distal rca lesion was 95% stenosed and 18mm in length. The lesion was pre-dilated with a 3.0 x 12mm balloon at 8atm and a 3.5 x 23mm cypher rx was implanted at 11atm. The stent was post-dilated with a 3.0 x 12mm balloon at 8atm. The mid rca lesion was 80% stenosed, de novo, and 30mm in length. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm balloon at 10atm and a 3.5 x 33 cypher rx was implanted at 11atm. The stent was post-dilated per standard procedure with a 3.0 x 12mm balloon at 10atm. Angiography revealed 60% stenosis in the proximal rca. The lesion was de novo and 15mm in length. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm balloon at 8atm and a 3.0 x 23mm cypher rx was implanted at 14atm with no post-dilation. Pre and post timi flow was 3 for all and there was no residual stenosis for all stents.

Event description:
Caller reported customer's advantage blood glucase result at 17:30 was 138 mg/dl. No information was given regarding any meal the customer may have had. At 20:00, the customer took her prescribed fixed dose of 52 units of humalog. At 20:20 her result was 71 mg/dl, but she was crying and lethargic, showing symptoms of hypoglycemia. Her son treated her for hypoglycemia at about 20:30, but she did not respond. Fire department was called, their result at 20:40 was 9 mg/dl, customer given glucose by mouth. She arrived at the hospital at 21:34 at which time she was improving; she was given IV fluids. Hospital result was 52 mg/dl at 22:15. She was released later that evening. A request was made for the return of the meter and strips, replacement sent.